Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was frequently charging the ipg and was quickly losing a charge even stimulation was not use. X-ray was taken and revealed missing contacts on the lead. Database analysis showed signs of premature battery depletion. The quiescent drain following the reported revision (MFR report #: 3006630150-2016-01474) showed that the battery depletes quickly even if stimulation was off. The impedance measurements revealed one contact with a high value on port c. The patient underwent a revision procedure wherein the ipg and the lead were replaced. Device malfunction was suspected with the ipg. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. The source of the complaint was verified to be the damaged u2 of the spectra ipg. The daily battery depletion rate without any stimulation changed from a normal 1.54 mv to 655.0 mv. In low power idle mode without any stimulation, the quiescent current measured 6.21 ma averages at a voltage of 3.6 v above the limit of 50 ua. A hot spot was observed on u2-application ic (26.5°c). Ate test failed due to impedance anomalies on electrode #15. It was reported that electro cautery had been used during the revision procedure. Sc-8336-50 (sn: (B)(4)) device evaluation indicated that the lead was returned damaged; three electrodes were missing (e#8, 24, 32), and one cable is broken (e16). The associated cables were exposed as the bare cables were pulled out of the paddle. The damage was not considered a failure.

Event description:
A report was received that the patient was frequently charging the ipg and was quickly losing a charge even stimulation was not use. X-ray was taken and revealed missing contacts on the lead. Database analysis showed signs of premature battery depletion. The quiescent drain following the reported revision (MFR report #: 3006630150-2016-01474) showed that the battery depletes quickly even if stimulation was off. The impedance measurements revealed one contact with a high value on port c. The patient underwent a revision procedure wherein the ipg and the lead were replaced. Device malfunction was suspected with the ipg. The patient was doing well postoperatively.

Manufacturer narrative:
Follow up #1: sc-1132 (B)(4) device evaluation indicated that the complaint was confirmed. The source of the complaint was verified to be the damaged u2 of the spectra ipg. The daily battery depletion rate without any stimulation changed. A hot spot was observed on u2-application ic. Tests failed due to impedance anomalies on electrode #15. It was reported that electrocautery had been used during the revision procedure.

Event description:
A report was received that the patient was frequently charging the ipg and was quickly losing a charge even when the stimulation was not in use. Database analysis showed signs of premature battery depletion. The quiescent drain following the reported revision (MFR report #: 3006630150-2016-01474) showed that the battery depletes quickly even if stimulation was off. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected with the ipg. The patient was doing well postoperatively.